Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications. The stent appears to have moved distally. Deformation was evident to the 38th, 37th and 36th stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The guidewire lumen patency was not verified with a 0.015 inch mandrel due to hardened blood. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use two resolute integrity rx drug eluting stents to treat a severely calcified lesion. Resistance was encountered when advancing the devices. It was reported that due to excessive calcification of the vessel, stents were deformed during positioning and it was not possible to implant them. Patient status post-procedure is alive with no injury.